Event description:
On (B)(6) 2012, the lay user/pt contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an error 4 message. Per the onetouch use guide this message prompts when there is a strip fill problem. The pt did not allege any harm or injury because of the reported issue. The alleged issue was resolved with troubleshooting. Replacement product was sent to the pt. Based on the info provided, their complaint is being reported due to the following conclusion(s): the pt claimed that the subject meter was prompting an error 4 message. There is no evidence that the alleged issue contributed to a serious injury. The pt did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (10/17/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.